Event description:
It is reported that a customer had a leak coming out of their insulin pump. The patient's blood glucose level was at 106 mg/dl. The caller was the patient's mother who stated that there were no significant events that could have led to the issue. The customer was informed that the reservoir needed to be replaced and was advised to send the reservoir back for analysis. No further information was provided.

Manufacturer narrative:
Reliability analysis evaluated one opened reservoir and checked the o-rings and stopper groove for anomalies. None were found. Ran the basal, bolus leaking tests, and no leaks were found.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.